Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was attributed to foreign material within the flow manifold assembly. The flow manifold assembly was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor fault - 2001" and "compressor fault - 3001" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.